Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter. The aortic neck was 10 mm in length, 28 mm in diameter proximally and 31 mm distally. There was 30% thrombus in the aortic neck, 20 mm lumen through aneurysm sac and small access vessels. It was reported that the patient presented to the doctor¿s office with pain due to claudication approximately three months post implant. The patient stated the pain had been begun and was worsening over a period of two months but this was the first discussion of the event with the physician. The physician determined that based on examination of the patient at the time the right contralateral limb of the stent graft was thrombosed. The physician stated the cause of the limb thrombosis was a combination of poor outflow caused by pad and the patient¿s compromised ejection fraction of 15-20. The physician performed bilateral femoral endarterectomy and femoral-femoral bypass procedures. The physician also stated that the patient returned to the emergency department recently with limb thrombosis on the left side which had occluded at least part of the ipsilateral limb as well as the fem-fem bypass graft. Another physician performed de-clot of the bypass graft and put the patient on an overnight drip of thrombolytic therapy. The physician reported that the patient¿s bypass graft was open and the patient had good distal flow. No additional clinical sequelae were reported and the patient is fine. Pre-implant non-contrast images were reviewed and showed the proximal neck diameter was approximately 3cm, and the aaa maximum diameter was 6cm. The iliac arteries were calcified. As images were non-contrast, any thrombus within the vessels could not be assessed. Post-implant images were not provided. The reported thrombus/occlusion could not be assessed and the cause could not be determined. This may be due to the reported patient condition.

Manufacturer narrative:
(B)(4).